Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited noise, elevated sensing integrity counter (sic), high rate non-sustained episodes, and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.